Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. There was no tortuosity or calcium in the access vessels and no additional stents were within the access vessels. The device was returned for evaluation. The event was confirmed; the tip of the tapered tip was damaged. The root cause of the damage could not be conclusively determined; however, the damage may have occurred after tracking the device through the patient anatomy.

Event description:
An endurant ii stent graft system was planned to be used in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the tapered tip of the device was damaged which did not allow the device to advance through the artery. The damage was not noticed before insertion.the physician replaced the damaged device with another endurant delivery system and completed the procedure successfully. There was no damage to the packaging. No clinical sequelae were reported and the patient is fine. Film review analysis: review of a returned photo of the damaged tip showed that the end of the tip appeared to be slightly flared out. The image quality of the photo was poor, the cause of the damaged tip could not be determined.